Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner knob didn't engage and spun multiple times without locking in. No patient affects and they used the device to finish the case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: d4 corected from "(B)(4)" to "(B)(4)". The lot # 3000199248 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.